Event description:
It was reported that during implant of the left ventricular lead, the lead¿s position had shifted. This, along with patient anatomy, resulted in high capture thresholds and capture loss in some pacing vectors. It was decided not to revise the lead. The lead was successfully implanted. The patient was stable throughout the procedure and would be monitored.

Manufacturer narrative:
(B)(4).